Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that every time they tried to deliver a bolus insulin pump says bolus did not delivered and insulin pump turns into the flashing white display. The customer¿s blood glucose was 145 mg/dl. The customer was assisted with troubleshooting. Customer was call back with blank display after receiving new battery cap. Customer stated that the display was flashing. Customer did not reported of insulin pump screen flashing when screen was turned on after being in sleep mode. Customer stated that the insulin pump not bumped and dropped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.